Manufacturer narrative:
Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse nxt platform (sn (B)(6)) and fully charged autopulse nxt lithium-ion battery (sn (B)(6)) were used to resuscitate a 135 lbs. Female patient in cardiac arrest. The customer reported that the autopulse nxt platform provided less than 30 minutes of compressions before it displayed a flashing battery low indication (triangle caution) and one light on the battery. The patient event occurred indoors, and the approximate ambient temperature was 70 °f. No consequences or impacts on the patient.

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint was not confirmed during functional testing. The autopulse nxt platform functioned as intended. Visual inspection of the returned autopulse nxt platform showed no physical damage. A review of the nxt platform's archive data showed no significant issues or discrepancies. The autopulse nxt platform passed preliminary functional testing without any fault or error. The autopulse nxt platform was tested using the customer's fully charged nxt battery (sn 00876) and a medium zoll torso fixture (mztf). The nxt platform ran for 35 minutes without any error or fault, and the customer's reported complaint was not replicated.